Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead x 2, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited undersensing. Reprogramming was performed on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.